Event description:
Approximately 1-2 weeks after a routine implantable neurostimulator (ins) replacement, impedance measurements were low on contacts 1 and 3. Reprogramming was done. A revision was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.